Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the symptoms resolved.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported a patient with descemet's membrane folds causing a decrease in visual acuity three weeks following an intraocular lens (iol) implant procedure. The patient was treated with medication and the visual acuity improved. The descemet's membrane fold disappeared and the patient was able to discontinue the corticosteroid eye drops. The visual acuity then decreased and the patient experienced red eye and mild pain. Medication was restarted. The lens remains implanted. Additional information has been requested.